Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The balloon was attached to an inflation device, subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 4 mm distal from the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified no issues with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. O other issues were identified during device analysis.

Event description:
It was reported that the balloon ruptured: the 99% stenosed target lesion area was located in the severely calcified left superficial femoral artery (sfa). A 3.00mm/1.5cm/140cm small peripheral cutting balloon (spcb) was selected for use. During the procedure, a non-bsc introducer sheath was inserted, and followed by crossing the lesion with a non-bsc guidewire. Pre-dilation was achieved by the use of non-bsc balloon catheter. The spcb crossed the lesion area. However, upon inflation with a pressure of 4atm the balloon ruptured. A 3.5 peripheral cutting balloon was then prepared apart, and was used and performed dilation. A non-bsc balloon catheter was used to perform step by step dilation. The moment when ivus was used to check the lesion area, it revealed that some part was undilated. It was determined that stenting was needed. The non-bsc stents were placed in the distal and proximal areas. Good patency was achieved. The procedure was completed with another of the same device. No patient complications reported.